Manufacturer narrative:
A single screw that is still partially inserted inside a reamer tube for a hollow reamer was received with the subtask associated with this complaint. The screw thread diameter is 4.96mm. There are three flutes and the shaft has been anodized green. Approximately 11 threads beginning at 20mm from the tip have been compressed at the major diameter. There are also multiple impact / compression marks at the major diameter that appear to have been made by a gripper device, which would be consistent with an extraction. There appears to be bio-material on the threads of the screw that can be seen through the openings of the reamer. The remainder of the threads are in good condition, as are the flutes and tip. The threads are of the type found on combi screws, but the flutes do not match anything produced in monument. These flutes appear to be of the type manufactured at the EU facilities. Without being able to see the drive, we cannot positively identify this screw. Because of the type and extent of damage incurred, and also because no part nor lot numbers were provided, no finite evaluation can be performed. Therefore, this complaint is judged to be indeterminate from a manufacturing standpoint.

Event description:
Consultant reports that during a procedure to remove a distal femur plate, two screw heads were stripped. The surgeon had to cut off the heads of the screws in order to remove the hardware. This resulted in a one hour delay to the procedure. The hardware was implanted in (B)(6) 2011 to correct a distal femur deformity. This was a scheduled procedure for removal of hardware following successful healing of the patient. This is report 1 of 2 for complaint (B)(4) and is for an unknown screw.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted (B)(6) 2011. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional info: additional product code: ktt. Additional narrative: based on the complaint description, the surgeon found it necessary to cut off the head of the screw in order to explant the hardware originally implanted (B)(6) 2011. The issue noted for the screw was that the head of the screw was stripped. Since the head of the screw was cut-off and not returned, no evaluation of the screw recess was possible but the cause of stripping was most likely the result of excessive force exerted on the screwdriver during extraction. The design is adequate for the intended use and therefore, this is invalid from a design perspective.